Event description:
It was reported that prior to an unknown procedure, the mother board was defective, so it was replaced by new one.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require. Replaced mother board.